Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.9 cm from the iab tip. Product evaluation: a sensor output test was performed and the sensor was found to be within specifications. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab pumped normally, no alarm sounded from the pump. Conclusion: the reported problem could not be duplicated during testing. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
The patient had a 40cc sensation placed with extreme differences in pressure readings compared to femoral and radial source. Patient was extremely ill and passed on sever days later. Catheter kept for analysis. On (B)(6)2011, follow up call with (B)(6) account manager confirmed that patient death was not attributed to our product. Datasheet reported: patient's radial pressure was shown to be 20 points higher than iabp pressure when iabp is off. When the iabp was turned on the patient eck became unstable. Was unable to set the iabp to function properly.